Event description:
The device was used during a thoracoscopic wedge resection. Reportedly, the staples dis not form properly, bleeding occurred and a component disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. The hospital has reported no pt injury occurred.